Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Tit was reported that the patient's ipg was unable to connect following an unrelated procedure. The patient did set their ipg to surgery mode. Troubleshooting was able to resolve this issue.